Manufacturer narrative:
Product was discarded and will not be returned. Therefore, this report is based solely on information provided by the customer. An investigation of our historical database found similar reports of the trach ties coming apart and excessive force was confirmed as the root cause of the failure. On rare occasions, a tight stitch during the manufacturing process may contribute to the hook and loop coming apart. This type of malfunction is likely to be caught during production as the trach ties are inspected prior to packaging. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. All complaint are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported the velcro was broken while in use. The date the issue was discovered is not known and not patient injury was reported.